Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report constant "check belt" messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. Upon evaluation the electrode belt trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged belt cable connector. The patient received a replacement electrode belt.